Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the impedance had been trending upward since 2007, from 500 to 948 -1032 ohms. Increased thresholds were observed as well. The lead only captured at 5v or above when tested. Historically, the ventricular output had been programmed down to 2 v due to low thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.